Event description:
Procedure: wedge resection. Pt sex: unk. Reportedly, when the device was fired with gore seamguard the handle stopped and could not be squeezed anymore. The surgeon then used some other instruments and sulus, but the same event occurred. Less than 500 cc of bleeding was confirmed and the tissue was treated with another instrument.